Event description:
The pt hooked up an infusor with 5-fu on friday, 3/19/99 am. He checked the infusor on saturday pm, and reported to the on-call rn that the volume in the infusor had not changed. Pt instructed to use new infusor, and verify that it is flowing before attaching to pt's IV line.